Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 17-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56mm diameter abdominal aortic aneurysm. The diameter of the aorta at the renal artery was 17 mm at implant, and the proximal length at implant was 15-20 mm. It was reported that during the index procedure, an unknown type leak was present on angiogram. It is noted to be possibly a type IV or a type iii as per the physician. The physician elected to complete the procedure and follow up in 2 weeks. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the exact source and cause of the endoleak seen during final angiogram could not be determined from the films provided. Two short videos, 11 sec & 14 seconds in length, confirmed widespread contrast blush within the aaa sac. The endoleak appeared to be coming primarily from the left side of the bifurcate just above the level of the flow divider. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Pending if information is provided in the future, a supplemental report will be issued.